Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No changes or intervention was performed. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2022. The device was interrogated successfully and the device was paired to a transmitter to restore bluetooth telemetry. There were no patient consequences.